Manufacturer narrative:
On (B)(6) 2019, a patient received a perceval pvs21/a66831 sutureless aortic heart valve at (B)(6) hospital with dr (B)(6) as the implanting surgeon. The valve was explanted and the valve was wasted intra-operatively. Additional information was received from the site on aug 06, 2019 identifying the following. The reason this valve was explanted was due to the patient anatomy, nothing to do with the valve itself. There was no perceived problem with the valve itself. They ended up using a non livanova valve as a replacement. The root cause is thus not valve related. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6) 2019, a patient received a perceval pvs21/a66831 sutureless aortic heart valve at (B)(6) hospital with dr (B)(6) as the implanting surgeon. The valve was explanted and the valve was wasted intra-operatively. Additional information was received from the site on aug 06, 2019 identifying the following. The reason this valve was explanted was due to the patient anatomy, nothing to do with the valve itself. There was no perceived problem with the valve itself. They ended up using a non livanova valve as a replacement.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019, a patient received a perceval pvs21/(B)(4) sutureless aortic heart valve at (B)(6) hospital with dr (B)(6) as the implanting surgeon. The valve was explanted and the valve was wasted intra-operatively.